Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 24mm stent delivery system was returned for analysis. Visual, tactile, microscopic, dimensional and device to device interaction analysis was performed on the device. Visual examination identified stent struts were pulled proximally and bunched at the distal section of the device. No issues identified with the hypotube shaft. The inner polymer extrusion was damaged, 5.5cm proximally from the tip of the device. The bumper tip showed signs of distal tip damage. Microscopic analysis of the stent struts identified stent struts pulled proximally in the distal section of the device and away from the distal markerband. No signs of stent movement on the proximal section of the stent however, stent struts were pulled proximally and bunched at the distal section of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Dimensional testing revealed the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. Device to device interaction revealed the device could be loaded and tracked over a 0.0140-inch guidewire with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in a coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the stent detached from the balloon and stayed in the 6f guidezilla guide extension catheter when it was advanced. Both devices were removed from the patient successfully and the procedure was completed with another of the same device. No patient complications were reported.,

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in a coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the stent detached from the balloon and stayed in the 6f guidezilla guide extension catheter when it was advanced. Both devices were removed from the patient successfully and the procedure was completed with another of the same device. No patient complications were reported.,